Event description:
The caller reported that a cartridge leaked insulin, causing the customer's blood glucose level to exceed 500 mg/dl. A specific value was not provided, but it was indicated as "high." The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The cartridge leaked from the bottom where the fill rod or pump attaches, and the customer did not have a new cartridge to continue using insulin therapy. Consequently, the customer opted for mdi as a backup. Technical support will send a cartridge replacement to ensure customer satisfaction, although the customer declined further assistance.